Event description:
An aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that 72 months ago the aneurysm measures 63mm in diameter and the aortic neck diameter has increased from 22mm to 27mm in diameter. It was reported that due to a type 2 endoleak, the patient had a successful coil embolization procedure done. A few months later, a CT revealed that the stent graft migrated distally and a small type I endoleak was present. The physician requested a talent aortic cuff as a compassionate use for treatment for this patient. The talent cuff was successfully implanted. No additional clinical sequelae were reported. (Ref MFR# 2953200-2004-01124). Additional information was received for this case. It was reported that the patient had open repair on 60 months after the secondary intervention due to a rupturing aneurysm. It was reported that the rupture was related to a significant type 3 endoleak separation of another manufacturer's stent graft and a talent extension cuff (ref MFR# 2953200-2011-00454). It was not possible to perform endovascular repair. It was reported that the patient later expired 18 months later of unknown causes. (Ref. MFR# 2953200-2011-00455).

Manufacturer narrative:
(B)(4): evaluation: results: (rupture, death).